Manufacturer narrative:
(B)(4).

Event description:
It was reported patient fell, had a loss of therapy and return of symptoms. The patient had to self-catheterize. It was indicated that the fall was related to the reported issue. Fell down flight of stairs. Not working correctly giving her extra jolts and stated it was not batteries.. The patient implantable neurostimulator (ins) was turning itself off. The patient stated when she did not feel stim; she has checked the ins with the programmer to verify stim was on. The patient stated a few times the stim was not on. She verified the lightning bolt was not in the upper left hand corner and was able to use the programmer to turn stim back on. The patient stated she was normally set at 1.4 and stated prior to the fall she felt stim all the time. The patient has increased stim to 1.6 and did not feel stim at all. While on the call patient was able to use the programmer and verify stim was currently on. The patient was currently set at 1.6. Patient would document the dates and times of when the programmer was showing stim was off. The patient service reviewed the power on and power off blue buttons on the left hand side of the programmer. The patient stated that she has not pressed the ins power off button. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.